Event description:
It was reported after primary surgery patient is experiencing pain, hears popping and clicking sound and has a hard time when exercising on various machines.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon cr fem comp #2 l-cem; cat# 5510-f-201; lot# sxm3x. Triathlon asymmetric x3 patella; cat# 5551-g-320; lot# xwre. Triathlon prim cem fxd bplt #1; cat# 5520-b-100; lot# sxxmt. Simplex p speedset full dose 1 pack; cat# ], 6192-1-001; lot# dhs021. Simplex p with tobramycin 1 pack; cat# 6197-9-001 ; lot# mct029. An event regarding pain involving a triathlon insert component was reported. The event was not confirmed. Method & results: could not be performed as the subject device was not returned. A review of the provided medical records and x-rays by a clinical consultant indicated: no documented confirmation of the complaints noted in the event description, no follow-up subsequent to (B)(6) 2013 at which time improvement was noted, and no x-rays subsequent to (B)(6) 2012 are available. There is no evidence that factors of faulty total knee arthroplasty components¿ design, manufacturing or materials are responsible for this clinical situation. DHR review was satisfactory. Complaint history review confirmed that there were no other similar reported events for this lot. Conclusions: clinician review of this case could not confirm the reported pain and clicking. The exact cause of the reported pain could not be determined with the medical records that were provided. Based on the information provided there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported after primary surgery patient is experiencing pain, hears popping and clicking sound and has a hard time when exercising on various machines.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker left knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.